Event description:
The hcp reported that, the pt was hospitalized for septic shock secondary to mrsa from an abdominal abcess and an infection of the enterra device system. The system was explanted and the pt was diagnosed with septicemia post-operatively. No further complications have been reported.

Manufacturer narrative:
To date, the device has not been returned to medtronic for eval. If further info is received or the device returned, a follow-up medwatch report will be sent.